Event description:
Boston scientific, crm received info that the pt with this device passed away. The pt's family was concerned that the device was programmed off at the time of death and threatened legal action. Upon interrogation, it was confirmed that the device was on, as it was programmed to monitor + therapy. Two episodes were stored on the date of the pt's death. A boston scientific technical was a non-sustained episode, and the other had two bursts of anti-tachycardia pacing, which resulted in an agonal-type rhythm that the device undersensed. The ventricular sensitivity was programmed to least. Ts also noted episodes of t-wave oversensing in 2007, which resulted in inappropriate therapy. Ts suspected this may have been why the device was programmed to least.

Manufacturer narrative:
Not returned. It was not known if this device was going to be explanted. A request was made to have this product returned for analysis if it was explanted. As a result, boston scientific is unable to confirm any allegations against this product. No add'l info is available at this time. This event will be reopened if additional info is rec'd.